Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff leaked after intubation. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested but no leaks were observed. The customer reported complaint could not be replicated or confirmed. A DHR review was unable to be completed because no lot was provided.